Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: tendril sts lead, durata sts optim active fixation lead, quartet lead.

Event description:
Related manufacturer reference number: 2017865-2019-06370, 2017865-2019-06371, and 2017865-2019-06372. It was reported that the patient has deceased. The cause of death was unknown. No additional information was reported.